Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the ok button was under responsive. The keypad was noted to be damaged. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/25/2016 with the following findings: during investigation, the keypad was found missing. Additionally, the contrast contact was missing. The keypad flex was found to be damaged/torn. The ok and contrast keypad buttons were unresponsive. The ok keypad contact was damaged/flat. The pump was unable to move past the verify screen during testing due to the unresponsive keypad buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).